Event description:
Information provided from a sales representative indicated that prior to use in the patient, the stabilizer plus guide wire coil at the tip stretched. It was noticed after it was removed from the packaging. The packaging was fine before opened. Additionally it was reported that the distal tip was inside the protective hoop. The proximal end was held in place by the stabilizing clip while the product was still in the package. The device was removed correctly from the protective hoop. The wire was removed according to the guidelines provided in the IFU and the guidewire was not reshaped.

Manufacturer narrative:
One non-sterile stabilizer guide wire was received coiled in a plastic bag. The wire presented no damages and the distal coil was found bent. When observed under microscope, the distal coil was found stretched at the area where the black sleeve starts to cover it. The received unit was compared to a lab sample. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 13404208. (B)(4). The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The device did not present any obvious indication of manufacturing defect or anomaly that could have contributed to the event as reported and inspections are in place to prevent damaged products from being distributed. After review of the available information, the exact cause of the wire damage cannot be determined with any certainty; however, device handling may have contributed to the event. No further actions will be taken.